Manufacturer narrative:
H6: investigation summary: bd had not received samples or photographs from the customer in support of this complaint. Retained samples are not available. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that the bd vacutainer® k2e 3.6mg plus blood collection tube has been found experiencing low draw during use. The following has been provided by the initial reporter: during the blood collection process, the negative pressure of the blood collection blood collection blood vessel is not enough, resulting in the blood cannot flow out.

Event description:
It has been reported that the bd vacutainer® k2e 3.6mg plus blood collection tube has been found experiencing low draw during use. The following has been provided by the initial reporter: during the blood collection process, the negative pressure of the blood collection blood collection blood vessel is not enough, resulting in the blood cannot flow out.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.